Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor glucose value is different that the blood glucose value. Blood glucose value is 290 mg/dl. Customer stated that she believes the high blood glucose was caused by working out; customer treated with insulin pump. Customer stated she has had the issue for about two weeks. Customer stated that the sensor reading was over 400 mg/dl but the blood glucose was 290 mg/dl. Customer also complained about having threshold suspend alarms in the past. Current sensor glucose is 301 mg/dl. Nothing further reported.